Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via telephone call that the sets were not sticking properly and that the blood glucose ran so high that the meter did not read it. The caller declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.